Manufacturer narrative:
Eval was completed on 10/31/05. The customer reported condition of the pump turning itself on and off was confirmed. The results from testing indicate that the root cause is the result of a defective ac power cord.

Event description:
The facility reported an infusion pump that turns itself on and off. Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Though requested, no additional info was provided regarding pt's demographics, medication involved, or device programming. No additional contact info was available.